Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: the pump booted to the verify screen with vibratory and audible features. A rewind, load and prime sequence were successfully completed with no issues. The pump was exercised for a 24 hour duration period with no self suspending observed. No hypersensitive keys were noted. The pump was able to be manually suspended and resumed with no issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's suspend feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.